Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The post on the tibial broach was bent and was difficult to attach it to the broach handle.

Manufacturer narrative:
Examination of the returned device confirmed the inability to assemble with an broach handle. Functional testing found damage to the slot that prohibits proper assembly with a broach handle. The deformation of the mating slot and condition of the device is indicative of heavy usage. A complaint database search did not identify any trends of slot damage/mating difficulties. The root cause is being attributed to device wear from normal use and servicing. Based on the root cause determination of device wear from normal use and servicing, a need for corrective action is not indicated. Monitor through (B)(4) depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.